Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: bilateral l4 and l5 cortical screws (creo 4.74-globus). Medical product: vivagen/nfuse, autologous bone. Medical product: left-sided expandable tlif cage (elevate-medtronic). Therapy date: (B)(6) 2019. Medical product: spinalpak assembly: catalog #1067716, serial # (B)(4). Therapy date: unknown. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00019. The device has not been returned.

Event description:
It was reported that the patient was experiencing skin irritation from the 63b electrodes and the cover patches. The patient stated that the scar (from a previous surgery) in between where she placed the electrodes and cover patches had become swollen and a little itchy. The patient did contact her doctor and was advised that she was going to be switched to a different device for treatment. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Method code updated to 4114: device not returned . Results code updated to 3221: no findings available . Conclusions code updated to 4315: cause not established . .

Event description:
It was reported that the patient was experiencing skin irritation from the 63b electrodes and the cover patches. The patient stated that the scar (from a previous surgery) in between where she placed the electrodes and cover patches had become swollen and a little itchy. The patient did contact her doctor and was advised that she was going to be switched to a different device for treatment. It was reported that no further information is available.